Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 66761, was returned and analyzed. Visual inspection of the balloon catheter showed the balloon segment was out of plane while performing deflection. Verification of the smart chip file indicated the catheter was not used, without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed the performance test, the electrical integrity test as per specification and the impedance was within specification. The dissection test showed the guide wire lumen kinked at 1.15 inches from the tip of the catheter. In conclusion, the reported guide wire lumen kink issue was confirmed through testing. The catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the deflection wire of the balloon catheter had fractured. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.